Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Found that the customer's basal rate was set to 0.00 for an unknown period of time. The nurse downloaded the insulin pump, and found that the customer had not changed the infusion set in over a week. The nurse asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.